Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bio-ID system was not capturing fingerprints. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID system was not capturing fingerprints. A field service engineer reseated the connections on the bio-ID. The bio-ID was checked in hardware test application and showed good spoof readings. The bio-ID was then replaced, but there appeared to be no improvement. The customer noted that applying pressure with their finger was necessary for the scanner to function correctly. It was verified that the customer was able to log in successfully. The system functioned as intended after the field service engineer repaired the device.